Event description:
On (B)(6) 2025 (submitted to FDA on 11-19-25) on (B)(6), I arrived at (B)(6) around 6:45am to do a heart cath to ascertain if any arteries were calcified. This test was ordered as the result of findings of severe calcification of an artery during a watchman installation on (B)(6) 2025. Regarding my heart surgery, from what I understand, the artery was indeed severely calcified. As a result, dr. (B)(6) went up through the right femoral artery and cleaned up the calcified artery(s) and placed 3 stents therein. From what I was then told, dr. (B)(6) left for another destination, with the understanding that his assistant or a nurse would flush the new stents and artery with the blood thinner, brilinta. Once the surgery was completed, I was talking with a cardiac recovery nurse, (B)(6). Within minutes, my heart reacted to the brilinta which rather than thinning the blood, failed to prevent it from clotting, thus resulting in the new stents sealing 100%. Suddenly, I broke into a cold sweat and had that fabled feeling like an elephant was sitting on my chest. Nurses observing my distress noted I turned from white to grey. For my part, I was commenting on the ever-increasing pain. Also, I repeatedly asked to sit up and finally requested to just be put out. At that point, I was certain I was going to die but simply did not want to go through the process. Seeing my rapid decline (this is what I was told), (B)(6) called dr. (B)(6) who ordered an EKG to confirm I was having a heart attack, but I was sweating so profusely that the tabs wouldn't hold. Then (B)(6), dr. (B)(6) assistant, grabbed the phone and insisted he return to (B)(6). As related to me, dr. (B)(6) returned, went through my left femoral artery, flushed out the 3 stents and had to add 2 more due to increased injury to my artery. Then I was placed back in the cardiac recovery area for observation. I later discovered via my chart records that I flat-lined (pulse at 0, my respiratory rate at 0 and sp02 at 0%) prior to dr. (B)(6) return on (B)(6). Coincidentally, another female cardiac patient experienced the same decline when the brilinta was introduced. At that point, that batch of brilinta was deemed a bad lot, thus was pulled from the shelves. Later on, tues. Or wed. Afternoon, my large screen tv came to life. There was a green screen background with a woman's large head therein. I missed her name but did pick up that she was a nurse and patient advocate. She stated my heart injuries were like I was in a 3-car accident. She added that two readings (bnp and troponin) were the worst she'd seen in her 40 year nursing career. On friday, after a stroll down the hall and oxygen test, I was released in the afternoon. On saturday morning, I was still exhausted. For some reason, I could not shake my anxiety which continued to affect my breathing. Mid-morning, I was eating a granola bar when I broke into a cold sweet. I lowered my head between my legs and finally shook off my urge to faint. I decided to call my good friend and retired gp, (B)(6), in (B)(6). After a brief conversation, (B)(6) told me to return to the (B)(6) ER, which I did. At the (B)(6) ER, I then met with a young ER cardiac physician. He related my heart had been severely damaged and was pumping at 20 - 25 capacity when the norm was 50 -70. He also mentioned I would not be able to do the physical work I once did. I believe a leaky valve was mentioned as well, but I'm not sure if it was during that encounter. From now on (and for possibly 90 days) I have to wear a portable defibrillator 24/7. In conclusion, this experience has shaken my belief in the medical community. After 2 weeks in the hospital rather than the one day I was expecting, I came out weak, with a heart attack, short of breath, full of anxiety and experiencing bouts of insomnia. I've lost 13lbs. And have now increased my prescription drug consumption from 2 scripps to 7. A bit of a backstory regarding my state of mind prior to this surgery. I was doing 1.5 hour workouts every other day, swim aerobics 5 times per week, daily dog park visits and a good deal of gardening, planting and pruning around my yard. I was 6'3" and 202 lbs. Basically, I was in very good shape. (B)(6) (dr. (B)(6) assistant) progress notes excerpt on (B)(6) 2025 (mostly in all caps): "we have subsequently found out there were two cases that day last week in (B)(6) cath lab with different operators who had acute stent thrombosis. This is highly unusual in contemporary interventional cardiology - highly suspect related to a 'ineffective/bad' batch of brilinta." Patient codes: 2452, 2329, 2468, 1994, 1969, 4441, 1762, 4461, 4454, 1843, 2328, 1816, 1967, 2517. Device code: 2423. Reference reports mw5179322, mw5179323.